Manufacturer narrative:
"Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document #(B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: allergy syringe. Device failure: cap/shield/loose/off.

Event description:
No additional information.

Manufacturer narrative:
Date of event: unknown. Investigation summary: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a 1cc, 12.7mm, 27g syringes from lot # 1088661 regarding item # 324701 with the reported issue that ¿syringe has a bent needle and is without the cap and there is a loss of sterility¿. A review of the device history record was completed for batch# 1088661. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The photos were examined and exhibited the shield off of the syringe, exposing the bent cannula, with the cannula through the poly bag. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time. Manufacturing (holdrege) will be notified of this issue. Manufacturing (holdrege) investigation: on (B)(6) 2021, holdrege received a complaint, via pictures, from material 324701, batch 1088661. Visual inspection of the pictures showed one syringe with a loose shield caused the needle to poke thru the polybag packaging. Assembly machine process summary: the automatic syringe assembly machine feeds 1.0ml syringe components (barrel, stopper, plunger, needle & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch. The root cause for this defect cannot be determined.

Event description:
It was reported that bd posiflush¿ pre-filled heparin flush syringe I had a sterility breach. The following information was provided by the initial reporter: detection in production of a syringe with a bent needle and without a cap. Impact : loss of sterility and hse risk.